Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional vascular device referenced are filed under separate medwatch report number.

Event description:
It was reported that two indeflators could not keep good pressure as the stopcock was noted to have a loose connection during the procedure. The first indeflator was noted to be have a leak at the stopcock. A new indeflator was opened however; had the same issue. It was attempted to connect a non-abbott stopcock, but device was still leaking. It was then attempted to connect the indeflator directly; however, the luer lock leaked and were still not able to connect properly. A non-abbott device was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported loose/intermittent connection and leak difficulties were unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In this case, as the reported loose/intermittent connection and leak difficulties were unable to be confirmed during return analysis, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the device was not fully connected/tightened resulting in the reported loose/intermittent connection, thus resulting in the reported leaks. There is no indication of a product quality issue with respect to manufacture, design or labeling.